Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted at a surgical intervention due to unknown product performance issues. No additional adverse patient effects reported.